Event description:
It was reported prior to using bd bactec¿ mgit¿ 960 supplement kit that one (1) bottle was missing a label. There was no health impact or consequences reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6).

Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 3201348 is composed of mgit panta batch 3158338 and mgit 960 growth supplement batch 3115963. The batch history record review for mgit 960 supplement kit batch 3201348 was satisfactory. No quality notifications were generated during manufacturing and no other complaints have been taken on this kit batch nor its components. The components of kit batch 3201348 were reviewed and all batch history records were satisfactory at time of release per internal procedures. Performance of each kit component was satisfactory per procedures. Retention samples were inspected for supplement batch 3115963 (8 vials) and panta batch 3158338 (10 vials). There were no missing labels observed in the retention samples. For this product, retention samples are maintained as individual components and no complete cartons were available for inspection. One photo was received to assist with the investigation. The photo is of kit label batch 3201348 with an unlabeled lyophilized vial. No returns were available for investigation of this complaint. This complaint can be confirmed for a missing label based on the evidence provided by the photo received. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for packaging defects such as missing labels.

Event description:
It was reported prior to using bd bactec¿ mgit¿ 960 supplement kit that one (1) bottle was missing a label. There was no health impact or consequences reported.